Event description:
The customer reported that the system displayed error messages and required a reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and reseated the 5 volt connector. The system was tested and found to be working as intended and put back into service.